Event description:
A report was received that 30 minutes after the trial procedure the patient experienced unbearable pain and lost feeling down both of her legs. The patient's trial lead was pulled and is in the ICU. It was determined that the patient had an epidural hematoma and the event was related to the procedure. The patient was operated on to decompress the spinal cord and is recovering.

Manufacturer narrative:
The trial lead will not be returned to bsn as it was discarded by the medical facility.